Event description:
I received tms for anxiety/depression over a period of two months in 2023. I was given 36 treatments on left hemisphere of my brain, and fifteen double sessions on the right. The treatment exceeded normal protocol. 2 years have passed, in which time I have been to numerous doctors for many unexplainable symptoms, such as cognitive impairment, vision and balance problems, migraines, poor motor skills, emotional instability, memory loss, language and speech difficulty, inability to work, drive, and walk without accommodations, and some other complications that I'm likely, not able to recall currently. I've been dismissed and degraded by the majority of the medical profession until (B)(6) when I paid a pretty penny to received the diagnosis of post concussional syndrome and unspecified dysautonomia. I have read that tms can treat both of these conditions. It makes sense to me that it could also cause it. I have undergone pt more than once, and currently I'm participating in visual therapy, as well as physical. I have also read that pcs typically only lasts up to a month. It's been two years now. I have been turned down for ssdi twice and have a pending appeal. I have been deemed disabled by an ophthalmologist, a neurologist, and a psychiatrist. I'm currently seeking home health care. My brain is broken. I researched tms thoroughly before having it done, and found no negative long lasting side effects reported, so here's one. I'm not asking for anything. I am only hoping to be heard. I believe that I am permanently disabled as a direct result of this treatment. I only wish that the doctors, and yes, even the lawyers did too.